Manufacturer narrative:
Insulin pump received with broken battery tube thread noted. No any keypad responding due to the unit shows low battery power sign. Problem isolated to the motherboard. Unable to verify motor error. (B)(4).

Event description:
The customer's family member reported via phone call that insulin had shut down with motor errors after returning home. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump had crack on battery casing from the top to the bottom. Customer stated that drive support cap was normal. Customer stated that insulin pump was not exposed to high magnetic field. Customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.